Event description:
No additional information received from the customer.

Manufacturer narrative:
The following fields were updated: h4 manufacturing date.

Manufacturer narrative:
The device was returned to olympus for inspection. E1 establishment name: (B)(6). Added here due to character limitation in respective field. In addition, the following reportable malfunctions were identified during the device evaluation: screen became noised when shaking the universal cord. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust, dirt, humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope exhibited abnormal image. The event occurred during maintenance. There were no reports of patient involvement.